Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced a peritonitis, secondary to leaking at stoma site of unknown origin. Duopa therapy has been suspended and the device has been removed. The patient remains hospitalized in intensive care unit at the time of reporting.

Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, b7, d4, d5, d.6a, d.6b, h4, h6.

Event description:
Peg implant date was on (B)(6) 2025 and explanted on (B)(6) 2025. It was later reported that the patient experienced a perigastric collection with intra-abdominal air and a paralytic ileus. Laparoscopy demonstrated transmural ischemic necrosis of the gastric wall at the site of the peg orifice, associated with peritonitis. A gastric necrosectomy was performed along with removal of the peg. The patient was treated with intravenous antibiotic medications, ceftriaxone and metronidazole for eight days, wound packing, and lavage.